Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible issue with data in carelink report. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. Unable to resolve with existing labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that we were able to observed the reported event. This is expected behavior. Testing and/or analysis confirmed that the reported event occurred at the time of the reported event i.e., there is no evidence to suggests this is an issue. To assist with the resolution, provided the below feedback to helpline support team. We see that there is a 5 months delay between upload made on 2024 and 2025. Please refer below screenshot for reference. As per requirement, full pump history is expected to hold data for 90 days. If the uploads are delayed for more days, pump data gets overwritten as pump history is stored in circle buffer. In this case since the upload was delayed for almost 5 months we have lost the previous months data due to the above reason. This is expected behavior. So, its highly recommended to do regular uploads to avoid loss of data. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue is because of the delay in data upload by the user. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we will be closing the ticket. If the issue persists, please let us know, and we will be happy to reopen it medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.